Manufacturer narrative:
Device investigation narrative - one 72203704 healicoil regenesorb 4.74 mm suture anchor with 2 ub-bl-cb-bl sutures returned. Visual inspection is limited since the insertion device itself, was not returned. The return consists of a small section of blue ultrabraid and the anchor broken into several pieces. The entire anchor was not returned. Communication indicated that all the pieces were removed from the patient. There were limited clinical details provided. It is unknown what procedure was conducted. It is unknown if the recommended site prep was followed. This product contains a technique oriented anchor with specific limitations. The IFU reads: ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ no root cause related to the manufacture of this device can be determined for the stated complaint. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during knot tying the device split along the long axis. All pieces of the damaged device were removed and a backup device was available to complete the procedure. No patient impact was reported.